Event description:
"Tried to use endoclip applier. Attempted to clip on artery on gall bladder. Clip did not function appropriately, only fell into abdomen. Clip was retrieved."

Manufacturer narrative:
Product has not been returned to the MFR for eval. If product is returned evaluation will be completed and final report will be submitted.